Manufacturer narrative:
The investigation was unable to determine a specific root cause. It was noted that, when the direct bilirubin test was performed, the analyzer generated a clot alarm after which the user removed a clot from the sample. It was also noted that, since the tubing for detergent 1 was not properly immersed in the bottle, cleaning of the reaction cells may have been affected. The operator's manual provides instruction and cautions about the proper placement of the tubing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received a questionable total bilirubin special (tbil) result for one patient on their c501 analyzer. The patient's initial tbil result was 21.0 mg/dl and it was reported outside the laboratory. When a direct bilirubin test was added on to the sample, the tbil was also repeated. The repeat result was 11.6 mg/dl. The repeat result was considered correct and a corrected report was issued. A second patient sample was tested later. The result was 10.6 mg/dl and was consistent with the corrected result of the first sample. The patient was not treated based on the discrepant result and there were no adverse events. The tbil reagent lot number was 69286601 and the expiration date was 03/31/2015. The customer noted that the sample was icteric and they had to remove a clot after the direct bilirubin test. The field service representative could not determine the cause. He found the tube for the detergent 1 bottle was curled at the top of the bottle preventing the weighted filter on the tube from being in the solution fully and the level was a little more than half used. There were also air bubbles in the tubing going to the detergent 1 nozzle on the rinse mechanism. He adjusted and straightened the tube with the weighted filter so it was fully in the solution of the detergent 1 bottle. He checked the rinse mechanism nozzle, the rinse/wash volumes being dispensed, and the vacuum to verify the cells were being dried by squeegees. He checked the tubing going to the vacuum bottles for wear and leaks, the probe alignments, and the external rinsing. He verified the internal rinse of the probes were within specifications and checked the gear pump pressure, which was in specifications. He ran check tests and the result were within specifications.